Event description:
It was reported that "not closing/staple misaligned." No patient involvement reported

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "not closing/staple misaligned." No patient involvement reported.

Manufacturer narrative:
(B)(4). UDI# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. The pusher was observed to be tilted downwards into the staples. In addition, the bottom component was observed to be bent in the cover block. Upon functional inspection, the first staple did not form properly. The next 15 staples were fired into a simulated skin pad and fired correctly. The device was disassembled and die casting anomalies on the forming tool were also discovered. Three staples were fired with the forming tool of the complaint sample in a lab inventory sample. Three staples were fired with the complaint sample forming tool and anvil in a lab inventory sample. All six of these staples fired properly. Although a lot number was not reported, two potential lot numbers were found through the sales history. The potential lot numbers are 73a2300516 and 73h2300100. The device history record review was performed, and no relevant findings were identified. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "not closing/staple misaligned." No patient involvement reported.